Event description:
It was observed that during the device evaluation, the high flow insufflation unit's power did not turn on due to a water leak in the power supply unit. Additionally, the flow rate is out of standard due to a circuit board failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the power did not turn on due to a water leak in the power supply unit. Additionally, the flow rate is out of standard due to a circuit board failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.